Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary:the device was returned and analyzed and showed normal battery depletion. The performance data collected from the device was also received and analyzed. The analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Device at elective replacement indicator (eri) 2.60 v on (B)(6) 2016. (B)(4).

Event description:
It was reported that the patient's device had early battery depletion due to a high volume of inappropriate shocks. The right ventricular (rv) lead had noise and high impedance. The device was replaced. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.